Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen intermittently timed out too soon. Additionally multiple, intermittent occlusion alarms occurred. Touchscreen system check performed with tandem technical support indicated that the touchscreen was functioning properly. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained. There was no reported adverse impact to the customer.